Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a unusual other issue. The reporter stating wear and tear. There is no additional information at the time of this report. Customer support has attempted to contact the reporter without success.